Event description:
It was reported the programmer does not power on. The power cord was changed and another outlet tried, but still nothing. Power switch seemed fine. The programmer is being returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Event description:
It was reported the programmer does not power on. The power cord was changed and another outlet tried, but still nothing. Power switch seemed fine. The programmer is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer did not power on. The printed circuit board was out of electrical specification.